Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device was returned with a guidewire inserted into the balloon catheter. Visual and microscopic examination of the returned device found a tear at the distal end of the balloon. During functional inspection the device could not be flushed as the guidewire was contained within the balloon catheter, an attempt was made to remove the guidewire but it could not be removed. The device was submerged in warm water, flushed again and the balloon leaked as an attempt was made to inflate the balloon. The balloon was unable to be inflated. The event description and additional information indicated that the device was confirmed to be in good condition prior to use and that the device was successfully inflated and deflated during preparation. It is also stated that the physician had placed two flow diverters in the artery prior to introducing the balloon catheter. It is probable that the balloon was torn by the implanted flow diverters as the balloon catheter was advanced through them, causing the reported balloon leakage. Therefore, it was determined that the reported event was related to operational context.

Event description:
It was reported that during the procedure, the balloon failed to inflate and to hold contrast. It was confirmed under fluoroscopy that a leak was observed coming from the distal end of the balloon. There was no clinical consequence to the patient due to the event.

Event description:
It was reported that during the procedure, the balloon failed to inflate and to hold contrast. It was confirmed under fluoroscopy that a leak was observed coming from the distal end of the balloon. There was no clinical consequence to the patient due to the event.